Manufacturer narrative:
Chair was inspected by the area permobil representative who reported an apparent failure having occurred on the bracket to which the recline actuator attaches. Photo evidence supplied appears to indicate a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured and in whole is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to fall as the recline actuator was no longer secured. No injury was reported to have occurred as a result of this event. At time of this report, the affected component has yet to be returned from the field, so an evaluation has not been performed. Once affected component has been received, a follow-up report will be submitted.

Event description:
Received report that while end-user was sitting at a table in his home, suddenly the backrest gave way allowing the back and user to fall backwards to a flat position. No injury was reported to have occurred as a result.

Manufacturer narrative:
Visual inspection of affected component indicates a weldment point on the recline actuator mounting bracket having broken away. Affected component was returned to engineering for further analysis to which an investigation was opened in order to determine root cause of failure. A corrective and preventative action, (B)(4), has been implemented to investigate, correct and monitor effectiveness.